Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Missing bushing insert in distal femoral.

Manufacturer narrative:
Additional narrative: the complaint states missing bushing insert in distal femoral. The investigation confirmed that the attune distal femoral jig had one of the bushings was missing.. The bushings were assembled to the device in the incorrect orientation and thus the device does not conform to the drawing specification. (B)(4) is currently underway to address this issue. It should be noted that a field safety notice was issued in oct 2014 stating for theatre staff and persons involved with the cleaning and reprocessing of the device are requested to inspect all inventory for specific lots (stated in the fsn). In the instance that a device is found to be assembled incorrectly it has been requested to be returned and exchanged for a correctly assembled device. The device is from a an affected lot. No design defect was identified on this part. The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.